Event description:
The physician intended to treat a lesion to the mid right coronary artery. The physician implanted two endeavor sprint stents successfully. Approx three months post procedure a drug eruption was observed in the pt. Pale erythema was the symptom and this was treated using a steroid. There was no pt injury reported and the pt is recovering. Investigator stated it is unk if the event if related to the device. Reference MFR report numbers 9612164201101035 and 9612164201101036.

Manufacturer narrative:
(B)(4). Evaluation, results: root cause of event cannot be determined; (reaction); (no device received for evaluation).